Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe was connected to the insufflation valve of the foley catheter that sent water to the retention balloon. But the water did not pass, the retention balloon was not insufflated. The syringe used was functional, the syringe did not fail, what failed was the valve or the insufflation balloon did not pass water, water cannot be extracted.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted 1 drainage bag with an inlet tube, syringe, catheter and tamper evident seal. Removed tamper evident seal to separate drainage bag from syringe. Using returned syringe, the catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water). Upon inflation resistance was encountered but was able to successfully inflate balloon. Replaced valve within house valve and attempted inflation with returned syringe. Strong resistance was encountered but was able to inflate balloon. Dissected balloon and perforation notch meets specification. Also received 4 photo samples and one video sample. First 2 photo samples show syringe connected to inflation valve. Second photo sample shows corner of tray packaging with batch information but appears to be illegible. Fourth photo sample shows top view of portion of outer tray packaging. Video sample shows user attempting inflation with syringe- user was able to inflate catheter balloon but encountered resistance. Based on photo and physical sample received the reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe was connected to the inflation valve of the foley catheter that sent water to the retention balloon. But the water did not pass, the retention balloon was not inflated. The syringe used was functional, the syringe did not fail, what failed was the valve or the inflation balloon did not pass water, water cannot be extracted.